Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, when inserting the locking cortical screw, the locking cortical screw didn't fully seat into the plate, and a piece of metal emerged from the screw. There were no adverse consequences to the patient, and there was no delay in surgery. This report is related to report number 3025141-2023-00010 for the screw involved in this event.